Manufacturer narrative:
Concomitant medical products: addr01 ipg implant date (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and the implantable pulse generator (ipg) exhibited no ra markers. The lead and ipg remain in use. No patient complications have been reported as a result of this event.